Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), infection ("infection"), dyspareunia ("painful intercourse"), dysgeusia ("metal taste"), back pain ("back pain"), headache ("headaches") and alopecia ("loss of hair"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, vaginal haemorrhage, infection, dyspareunia, dysgeusia, back pain, headache and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, headache, infection, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010(per mr). Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2010: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-oct-2020: quality safety evaluation of ptc (product technical complaint). On 22-oct-2020: fu 1&2 process together. Mr received: reporter information, lab data, rcc were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), infection ("infection"), dyspareunia ("painful intercourse"), dysgeusia ("metal taste"), back pain ("back pain"), headache ("headaches") and alopecia ("loss of hair"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, vaginal haemorrhage, infection, dyspareunia, dysgeusia, back pain, headache and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, headache, infection, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.